Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 167 mg/dl. The customer reported that the device was exposed to water. The customer stated that the pump exposure occurred in the pool and she was in the bathing suit and stayed in the water. Customer stated a constant tone is occurring and there is fluid under the lcd display. Customer was advised that pump will be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there is crack on the front right by the bottom of the screen. Customer was advised that pump would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. The insulin pump had moisture damage on the motor. We were unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. We were unable to verify lockout or block anomaly due to blank display. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.